Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (B)(4) that was used with the complaint device was returned for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint transmitter device was not returned for evaluation. The receiver (part (B)(4)/lot number 5191143) being used with the complaint transmitter was visually inspected and no defect was found. Functional testing was unable to be performed due to the hardware error code being displayed on the receiver screen. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board.